Event description:
The patient's daughter reported that the patient (her mother) had a pump refill. Later that same day, she was admitted to the hospital for nausea, vomiting, abdominal pain, and other unspecified withdrawal symptoms. The type of medication, concentration, and daily dose administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.